Manufacturer narrative:
Na.

Event description:
On (B)(6) 2014, pentax medical received a report from redbird square endoscopy ctr indicating "scope plug in will shock user". The video processor (model epk-1000/sn (B)(4)) was evaluated by the pentax medical inspector on (B)(6) 2014 and the leakage current readings were normal. The customer complaint was not able to be duplicated. In order to receive additional info regarding this event, pentax medical contacted the initial reporter along with the territory mgr via email on (B)(6) 2014, (B)(6) 2015. No further info regarding this event has been received from the initial reporter.